Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 547 mg/dl) and insulin injections were administered. The infusion set site was changed. Customer did not know cause of elevated bg. Tandem technical support was performed; no device issues were identified.